Event description:
It was reported that the patient had her vns generator re-implanted as her previous one had been explanted due to an infection. No other information is available at this time. Attempts for further information are in progress.